Event description:
Patient was revised due to pain.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the reported product lot number. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event. The investigation could not verity or draw any conclusions about the root cause of the reported pain. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.